Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on november 26, 2018, it was reported that the unit had a damaged comb on the left hand side. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 7, 2016 where it was reported that the device was not working smoothly and appears to have a damaged comb on the left hand end and the damaged comb was replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on january 14, 2019 revealed that the pre-test could not be performed due to the bent comb. The shoulder bolts, washers, and cap nuts needed replaced. The 1.5:1 ratio cutter, serial number (B)(4), was tested and found to not pass zimmer biomet test criteria. It is recommended that the cutter not be used and be replaced. Repair of the skin graft mesher was performed by zimmer biomet australia on january 14, 2019 which included replacement of the shoulder bolts, cap nuts, belleville washers, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the device had a bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the device had a bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of event, date of report, concomitant medical products, date rec¿d by MFR, PMA/510k. The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
Event date received; no additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Customer has indicated that the devices is in process of being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
Skin graft mesher had damaged comb. No adverse events were reported as a result of this malfunction.